Event description:
Sorin group received a report that during a procedure, the stockert centrifugal pump stopped. The perfusionist hand cranked the pump to resume flow. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the stockert centrifugal pump stopped. The perfusionist hand cranked the pump to resume flow. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.